Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that r wave undersensing was noted on the right ventricular (rv) lead and intermittent undersensing during atrial fi brillation (af) episodes was noted on the right atrial (ra) lead. Both leads remain in use. No patient complications have been reported as a result of this event.